Manufacturer narrative:
This emdr represents the bard device #2. An additional emdr was submitted to represent the bard device #1. Based on the limited information provided to date, there is no connection that can between the reported post-operative complications alleged and any problem with the bard/davol device(s) used to treat the patient. As such no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records cannot be performed at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, (B)(4) (med/right - device #1) and (B)(4) (med/left - device #2) were implanted to repair the hernia defect. (B)(6) 2016: the patient underwent additional surgeries for exploratory neurectomy and "removal of tacks." (B)(6) 2016: the patient underwent additional surgeries for exploratory neurectomy and "removal of tacks." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, reference numbers 0115320 (med/right - device #1) and 0115310 (med/left - device #2) were implanted to repair the hernia defect. (B)(6) 2016: the patient underwent additional surgeries for exploratory neurectomy and "removal of tacks." (B)(6) 2016: the patient underwent additional surgeries for exploratory neurectomy and "removal of tacks." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & device #2). Per operative notes, "identified a moderate sized right indirect inguinal hernia and a moderate sized left indirect inguinal hernia. On left side, a medium left 3dmax mesh (device #1) was placed and tacked. On right side, all defects were reduced and a medium right 3dmax mesh (device #2) was placed and tacked." (B)(6) 2016 - patient was diagnosed with chronic right groin pain thereby underwent right groin exploration, neurectomy and removal of tacks. Per operative notes, ¿the ilioinguinal nerve was dissected and also removed the tacks.¿ (B)(6) 2016 - patient was diagnosed with chronic right groin pain thereby underwent laparoscopic repair with explant of mesh (device #2). Per operative notes, "there were no abnormal adhesions, no wrinkling of the mesh and then the mesh (device #2) was removed from the right groin. Using fluoroscopy, identified 2 tacks and there were removed." Attorney alleges that the patient experienced nerve damage, adhesions, pain, emotional injuries and removal surgery.

Manufacturer narrative:
Based on the limited information provided to date, there is no connection that can between the reported post-operative complications alleged and any problem with the bard/davol device(s) used to treat the patient. As such no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records cannot be performed at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant and date of event. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the 3dmax implanted to treat the patient's left inguinal hernia. This supplemental emdr represents 3dmax (device #1). Additional supplemental emdr was submitted to represent 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.